Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that while in use on a patient, the vte (end tidal volume) of the anesthesia workstation decreased to approximately 50% from set vti (inspired tidal volume). It was also reported that trouble shooting performed by a hospital biomedical technician revealed that the patient cassette had been slightly dislodged from it's original position and thus causing a leakage. After repositioning of the patient cassette, the vte was normal again. There was no harm to the patient. (B)(4).